Event description:
Facility reported a (B)(6) female had oral/maxillofacial surgery on (B)(6) 2011. Two days post operatively the pt spiked a fever. Medical team has ruled out an infection. Pt improved and was released (B)(6) 2012.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.